Manufacturer narrative:
(B) (4). (B) (4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: difficult to deploy - thumb advancer, mislocation - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, although resistance was felt thumb advancer deployment was completed. After starclose se clip deployment, bleeding continued. When the device was removed, the starclose se device clip was noted to be on top of the patient's skin. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.